Event description:
It was reported that stent distorted occurred. A percutaneous coronary intervention was being performed. The 80% stenosed, 28-32mm in length, eccentric target lesion was located in the mildly tortuous and mildly calcified right coronary artery with a vessel diameter of 4.0mm. The lesion contained a greater then 45 and less then 90 degree bend. Another manufactures 6fr guide catheter was used to engage the rca. Following predilation with an 2.5x20mm emerge balloon catheter at 10 atmosphere for 30 seconds, this 32 x 4.00 promus premier drug eluting stent was advanced for treatment. Resistance was met in the proximal artery due to calcification within the lesion. Additional force was applied but the device was unable to track further down the lesion. It was noted that when the stent was removed from the body, the stent had fallen off from the shaft and looked slightly distorted. The same 2.5 x 20mm emerge balloon catheter was used to predilated the lesion at 14atm for 30 seconds. Another manufactured scoring balloon was used to cut off some of the calcium.the procedure was completed with another of the same device. There was no patient complication reported and the patient status was stable. It was further reported that no pressure was applied or resistance met when withdrawing the device. There was also no device interaction between the stent and another device. Multiple attempts were made to position the stent. The emerge 2.5x20mm device was used predilate the lesion at 14atm for 30 seconds followed by a scoring balloon which was used to cut off some of the calcium. The stent dislodgement may have been caused by a chunk of calcium at the proximal lesion which lead to the stent becoming caught and when the stent delivery system was pulled the stent dislodged into the guide catheter.

Manufacturer narrative:
E1- initial reporter address 1: (B)(6). E1- initial reporter city: (B)(6). Device evaluated by MFR:the device was not returned for analysis however 2 images were received attached to the complaint record. The first photo shows a dislodged and damaged stent with a stent protector also visible. The second image is an angiographic photo showing flow contrast trough rca with a stent positioned in mid to distal region. Reduced flow is noted at the region where the stent is positioned suggesting the presence of heavy calcification.

Manufacturer narrative:
Initial reporter name and address: (B)(6).

Event description:
It was reported that stent damage occurred. A percutaneous coronary intervention was being performed. The 80% stenosed, 28-32mm in length, eccentric target lesion was located in the mildly tortuous and mildly calcified right coronary artery with a vessel diameter of 4.0mm. The lesion contained a greater then 45 and less then 90 degree bend. Another manufactures 6fr guide catheter was used to engage the rca. Following predilation with an 2.5x20mm emerge balloon catheter at 10 atmosphere for 30 seconds, this 32 x 4.00 promus premier drug eluting stent was advanced for treatment. Resistance was met in the proximal artery due to calcification within the lesion. Additional force was applied but the device was unable to track further down the lesion. It was noted that when the stent was removed from the body, the stent had fallen off from the shaft and looked slightly distorted. The same 2.5 x 20mm emerge balloon catheter was used to predilated the lesion at 14atm for 30 seconds. Another manufactured scoring balloon was used to cut off some of the calcium. The procedure was completed with another of the same device. There was no patient complication reported and the patient status was stable.